Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was duplicated and attributed to a main printed circuit board. The main printed circuit board was replaced to resolve the report. The main board was scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not an increase in trend.